Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. The investigation concluded that the reported user experience was related to procedural conditions/user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter (sgc) referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed because the clip delivery system (cds) was difficult to remove from the steerable guide catheter (sgc), which has the potential to cause or contribute to adverse patient effects. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) met resistance during advancement at the transseptal puncture due to the patient's anatomy; however, it was able to be placed. The clip delivery system (cds) was successfully advanced into the sgc without issue. The sgc lost access to the septum, causing the cds to move backwards. Attempts to regain access at the transseptal puncture with the sgc were difficult; thus the decision was made to remove the devices. During removal of the cds, although the clip was fully closed it became caught on the tip of the sgc. The cds was rotated slightly and was successfully pulled into the sgc, then both devices were removed as a single unit. Upon withdrawal, the sgc tip material was noted to be slightly torn. A new sgc and a new cds were used to successfully complete the procedure, with mr reduced to 2. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.